Manufacturer narrative:
It was reported the device involved in the event will not be returned for evaluation as the coil remains in the patient and the delivery pusher was discarded.(B)(4)

Event description:
Coiling treatment of an aneurysm. During procedure, it was reported that resistance was encountered and the coil prematurely detached within the catheter. The coil was pushed to the intended site successfully.no patient injury reported.